Manufacturer narrative:
Based on pictures provided and historical data, it was determined that the capacitor failed as intended. Also determined that while the device had been a part of a closed field correction, the correction had been implemented and therefore the capacitor involved meets all current safety standards. Provided information to distributor regarding capacitor specifications that included safety features and typical failure modes. This information is being reported to the FDA out of an abundance of caution due to it involving an electrical component that failed as designed.

Event description:
Customer received device for servicing and upon inspection found the capacitor had failed. Customer then notified nidek of the failure, sent pictures of capacitor and requested safety and risk information.